Event description:
Additional vns programing history was provided by reporter which did not indicate and programming anomalies when analyzed via a decoder spreadsheet. The dates range from (B)(6) 2011 to (B)(6) 2012 only; there is no further history after that date. Reporter indicated the patient may have the vns checked in the operating room and possibly replaced, but this is just a possibility at this time.

Event description:
On (B)(6) 2013 it was reported that the patient had the vns generator replaced.

Event description:
The generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Ifi - yes was confirmed.

Event description:
It was reported that the patient was seen in an office visit and during interrogation of her generator a warning message was received indicating that the "programmed current is possibly not being delivered at the specified level." The patient's settings were provided. Additionally it was indicated that there were no falls or accident and no suspected trauma to the site. On (B)(6) 2012 it was indicated that system diagnostics were "ok" however no specific results were provided. X-rays were taken, however they have yet to be sent to the manufacturer for review. Attempts for programming history have been unsuccessful to date.

Event description:
Ap and lateral x-ray views of the neck and chest for the patient were received and reviewed. The images were dated (B)(6) 2012. The generator was seen in the left chest. The filter feedthru wires appeared intact and the lead pin appeared to be fully inserted into the connector block. A portion of the lead appears to be present behind the generator. No break was observed in the lead; however, a portion of the lead is behind the generator and cannot be assessed. The electrodes were observed in the neck and appear to be in proper alignment. Based on the x-ray images provided, the cause of the warning message cannot be determined. There were no lead breaks observed, but the presence of additional micro-fractures in the lead cannot be ruled out.

Event description:
Partial vns programming history from (B)(6) 2011 to (B)(6) 2012 was received for the patient; however, no diagnostics information was received and the format was unable to be uploaded properly for full review. The history that was able to be analyzed did not show any programming anomalies. Attempts for programming history with the correct formatting are in progress.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities or anomalies visualized.

Manufacturer narrative:
Analysis of programming history.